Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer attempted to load a new cartridge and was instructed by technical support to remove the pump from its case and clean it. After following these instructions, the caller was able to successfully load a cartridge onto the pump and resume insulin administration.